Event description:
It was reported that this device could not be interrogated. The patient reported hearing beeping a few months ago. Two magnets together did not illicit tones from the device. The last battery check in 2018 had 76% remaining. Technical services advised replacing the device. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device could not be interrogated. The patient reported hearing beeping a few months ago. Two magnets together did not illicit tones from the device. The last battery check in 2018 had 76% remaining. Technical services advised replacing the device. There were no adverse patient effects. The device remains implanted.